Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). It was noted that there was oversensing of noisy signals as a consequence of the lss. Inappropriate atrial tachy response (atr) events were stored. Technical services (ts) suggested in-office testing and troubleshooting actions. The lead remains in use. No adverse patient effects were reported.